Event description:
The customer complained that cap survey sample jat c jat17 yielded a false negative reaction with biotestcell pool. The customer returned neither the cap survey sample nor the supposedly defective product. Therefore our quality control laboratory tested its cap survey sample jat c jat17 with the retained sample of biotestcell pool. This re-testing confirmed the customer's negative result but at that time the allegedly defective product has already been expired since two days. Testing of further specificities confirmed the correct function of biotestcell pool. No indication for any instrument malfunction was observed. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report for this incident.